Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition of unable to operate after the battery was slotted in was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device bearing was not functioning and defective. It was noted that the bearing had ceased up. It was also noted that the device failed pre-repair diagnostic tests for leakage, cannulation, free movement, and function of all modes. It was noted in the service order that the ¿product unable to operate after the battery was slotted in¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.